Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: a nurse reported that she hung daptomycin to be delivered in 15 minutes as a primary infusion via interop. She came back and the infusion had not been delivered. She reported that she then programmed it manually and it delivered the infusion. She stated that there was no harm to the patient. We discussed the potential contributing factors of under infusion.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.